Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the active blade broke off in the patient. It was retrieved. It is unknown how the procedure was completed. There was no patient impact reported. The device is with risk management and is uncertain if it will be returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.